Event description:
Test strips were too wide to fit into the meter test strip holder. Family member provides pt with testing supplies from the us. The pt had "trouble with the meter", the family member believes that the pt did not atempt to test with the meter for 3 months. The pt takes 30 units of insulin every morning and 15 units every night; the family member did not know the type of insulin. About 1 month ago, the pt became confused and lost consciousness. Another family member attempted to test with the reported meter and obtained an error message. The pt was given something to dring and taken in the bus to the dr. The reporter/family member did not know what result was obtained on the dr's device, but they said the result was high. The pt was admitted to the hosp for 2 days and treated with an IV. The family member did know if the pt was admitted with a diagnosis other than diabetes. The pt's symptoms and hospitalization indicate that pt may have experienced injury. However, pt had not attempted to test with the meter for 3 months and had continued to take their daily fixed dose of insulin. There is no indication that the product contributed to the pt experiencing injury and medical intervention. The family member stated that only some of the test strips in the vial were too wide to insert into the test strip holder. Family member stated the main problem with the meter had been the not ok error message. On another call to lifescan, the customer care rep walked the family member through cleaning the meter and the not ok issue was resolved. As some of the test strips were too wide to function properly, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.